Manufacturer narrative:
(B)(4) it was reported by the territory business manager that the patient was sitting on the unspecified invacare bed operating the hand pendant, and during that time the husband allegedly heard the motor grinding. He asked her to stop, and grabbed her just before the bed droplet the head section, which slammed down. The event allegedly resulted in back, neck, and shoulder injuries, as well as her arm being severely swollen and the bone was pressing on her skin. Medical intervention was sought, and no detailed information was provided. Should we receive additional information, this file will be revised, and a supplemental report will be submitted.

Event description:
(B)(4) it was reported by the territory business manager that the patient was sitting on the unspecified invacare bed operating the hand pendant, and during that time the husband allegedly heard the motor grinding. He asked her to stop, and grabbed her just before the bed droplet the head section, which slammed down. The event allegedly resulted in injuries, as well as her arm being severely swollen, and the bone pressing on her skin.